Event description:
It was reported that the patient's overall performance with her cochlear implant has been poor. Programming changes and external device troubleshooting have not resolved the performance issues. High-definition scans of the patient's cochlea indicate the electrode array of the device is over-inserted. Due to the patient's continued poor performance, surgery to explant the patient device has been scheduled.